Manufacturer narrative:
The device was returned for evaluation and the evaluation found image reflection and dark cause by outer tube lens defective. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a defective outer tube lens, image reflection and dark. There was no patient involvement.